Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: regulatory report, not reportable. Discrepancy in active insulin time was in active insulin time assessment & progress report. No active insulin time anomaly was reported for the insulin pump that would impact treatment/insulin therapy. No harm reported to suggest bolus anomaly.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. "Complaint summary: helpline support team reported that there are seeing discrepancy in active insulin time in assessment & progress report investigation/testing summary: an attempt was made to reproduce the issue , by generating the reports for the provided user in carelink support application and confirmed that the issue was reproducible. For further investigation retrieved the uploaded snapshots from carelink database to carelink development team. Carelink development team confirmed that there should be a code fix required in changing the logic for active insulin time settings. The software did not adhere to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of this issue is because of the logic in getting to the change settings for the active insulin were taken from the snapshot from range b because of processing the data from both ranges together. Analysis summary: fix for the issue has been deployed in carelink personal latest release version 14.11. We verified the assessment & progress report for the user for the provided time range and confirmed that the active insulin time discrepancy with device settings report is resolved. Esf number: (B)(4). Afc code: fa21af software anomaly (defect). Software requirement document number:(B)(4). Client system/application version: carelink personal -> 14.10. Investigation performed by: (B)(4). Investigation completion date: 29/nov/23 12:46 pm. 4973062 carelink personal -> 14.10. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced report generation error. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown that the customer will continue to use the device and it will not be returned for analysis.